Event description:
It was reported that during radical resection of rectal carcinoma the surgeon used the device to cut the rectum found that the tissue had been cut out but no staples came out in both proximal and distal parts. The patient lost his anus. The surgeon had to made fistula by hand to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: was the device difficult close/fire? No. Was the transection done in one or multiple firings? In one firing. Was the device reposition prior to firing? No. Any staples present in the pelvic cavity? If so, what was the shape or form? There were only two malformed staples came out. Is the lost anus permanent / temporary? Permanent. What was the level of the transaction estimated distance from the anus? The transaction was about 4cm from the anus. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.